Manufacturer narrative:
The reported events of no low voltage output and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at end-of-service voltage level. Feed-through leak test was performed, indicating a device hermeticity breach. This is consistent with feed-through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The device was implanted in (B)(6) 2020 but the exact date of implant was not known.

Event description:
It was reported that the device was could not be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.